Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. Unable to perform visual inspection inside the pump for moisture damage due to pump pending dva testing. Pump received with broken reservoir tube lip, missing end cap sticker, broken battery tube threads and minor scratched lcd window.

Event description:
It was reported via phone call that insulin is being used at a high rate and it was not known if reservoir was leaking. It was reported that reservoir had to be filled every 3 days and a low reservoir was received. Caller states that customer received bolus often due to customer growing and eating a lot. Troubleshooting could not be performed due to customer not being available with insulin pump. Caller, called back stating that insulin pump is going through insulin faster than normal. Caller declined troubleshooting and requested for insulin pump to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.